Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to carry out a procedure to treat 45cm of the great saphenous vein(gsv). The IFU was followed and the procedure was completed without issue and 1.4cc of adhesive was used. Eight days later, during a follow up visit, the patient presented with a red streak down the treated leg which was painful and hot to touch. The patient was prescribed keflex 500 mg po bid x 7 days and otc anti inflammatory. Patient is stable, scheduled to attend follow-up appointment in 4 weeks.